Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received hardware low level failures. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. Software was downloaded successfully to the device . No unexpected ¿low battery¿, ¿replace battery now¿, "power loss" errors, or hardware low level failures alerts were noted. (B)(4).